Event description:
A customer reported experiencing several malfunctions on their insulin pump with the same fault ID, occurring as frequently as four times in a single day since (B)(6) 2025. There was no adverse impact to the customer¿s blood glucose level. To rectify the issue, technical support arranged to replace the faulty pump with a new one, providing instructions for the customer to return the defective pump. The replacement pump will ensure continuity of insulin delivery, and the customer will continue using the current pump until the new one arrives.